Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient reported a rapidly progressing skin reaction on the leg (red, hard, warm, >6 cm, painful), followed by fever. The patient had a prior abdominal skin reaction, which improved with antibiotics and cream. Antibiotic treatment (unknown type, 1 week, started (B)(6)) led to improvement in the abdomen and gradual reduction of the leg lesion.